Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the coordinator with a backup battery fault alarm. The patient presented to the hospital and the emergency backup battery (ebb) was exchanged. Log files were sent to engineers and it was confirmed that the backup battery fault alarm remained. It was advised to exchange the system controller. The system controller was exchanged and the alarm resolved. The patient was stable. No issues remained and the device was working as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarms was confirmed via log file analysis; however, the alarm was not reproduced during testing. The submitted controller event log file and the event log file downloaded from the controller upon return to abbott contained data spanning approximately 43 minutes combined (16:39:22 - 17:04:43 and 17:58:34 - 18:16:57 on (B)(6) 2024 per the timestamps). A backup battery fault alarm associated with the backup battery not passing the load test was active throughout the log files until the system controller was powered off due after being exchanged. During this period the alarm briefly cleared from 16:55:51 to 16:55:54 due to the backup battery being temporarily uninstalled. The driveline was disconnected at 18:16:35 on (B)(6) 2024 to exchange the system controller. The log files did not capture the onset of the backup battery fault alarm due to the event being overwritten by newer data; however, the periodic log file captured the alarm beginning at 10:27:04 on (B)(6) 2024. The exact time that the alarm activated could was not captured as the periodic log file captures data at specified time intervals of one hour rather than upon detection of an event. The pump maintained a speed within the expected range throughout the log files while the driveline was connected. The returned system controller was functionally tested and found to operate as intended during analysis. The system controller operated a mock loop for an extended period during testing and no issues or atypical alarms active. During testing, multiple load tests were performed and the backup battery passed each time without any issues. The relevant sections of the device history records for the heartmate 3 system controller (serial number: (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Heartmate 3 lvas instructions for use (rev. C) section 2 entitled ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ addresses the system controller¿s specification, including ¿ but not limited to- system controller self testing and system backup power. Heartmate 3 lvas instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. D) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.